Event description:
It was reported: "the incorrect implant was picked, checked and implanted. Cemented femoral component implanted during knee replacement by mistake. Should have been a press fit component. Surgeon needs to know if needs to do immediate revision, or if there is likelihood backed by evidence that the implant may have successful ingrowth. (B)(6) reports that the patient did receive a cemented scorpio femoral component without cement instead of the equivalent cementless component. He indicated this was not stryker's fault, but he did state the package labeling could be improved. The pt has returned to (B)(6) and will not undergo a re op."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the patient and was not returned to the MFR. Add'l info was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.